Event description:
It was reported that lens was explanted from the patient's left eye due to lens vault (z-syndrome). Capsular fibrosis/striae were observed model number was implanted successfully and the patient's prognosis was described as "will do well". Patient's current status was reported as "mild myopia". Reference MDR# 2031924-2014-00143 for the patient's right eye.

Manufacturer narrative:
The lens was not returned to b+l for evaluating; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.